Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformities noted. Device evaluation: visual analysis of the photos identified: lymphedema: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. The events of capsular contracture and lymphedema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV, lymphatic stasis.

Event description:
Patient reported left side "lymphatic stasis" and capsular contracture baker grade iii-IV diagnosed via ultrasound. Device has been explanted.

Event description:
Patient reported left side "lymphatic stasis" and capsular contracture baker grade iii-IV diagnosed via ultrasound. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6